Event description:
Long fenestrated grasper was used during a laparoscopic hysterectomy when the tip broke. There was a delay in treatment as the pt was x-rayed while still under anesthesia.

Manufacturer narrative:
Product was not returned to symmetry surgical for eval.